Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the da vinci product associated with this complaint to perform failure analysis (fa). The iesu was placed on an in-house system and was run in normal mode. The errors c-34 on startup and c-30 mono coag were confirmed and reproduced on the test system. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, there was a report error c-00 on the erbe generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended that a power cycle of the erbe generator. The customer stated that issue persisted after three power cycles. The customer decided to use a spare integrated electro surgical unit (iesu) to complete the procedure as planned. There was no patient harm.